Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that cerebral edema was improved by head CT after surgery, and mannitol was dehydrated to reduce blood pressure. The patient experienced lethargy, open eyes when calling, and uncooperative speech. Actions taken included mannitol. The mrs score was 0 and nihss was 40. Pre-procedure mtici score was 0 and post procedure was 3. The outcome was recovered/resolved on (B)(6) 2023. The event was possibly related to the disease under study and not related to an underlying condition or disease. The event did not result from a device deficiency. The site assessed as not related to the device but possibly related to the procedure. The rationale for relating to the procedure was surgery increase risk of cerebral edema.

Event description:
Additional information received reported the causality of the cerebral edema is possibly related to the procedure, not related to the device, possible related to the disease under study, not related to underlying condition or disease and the rationale of the relationship to procedure is surgery increase the risk of cerebral edema.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.